Event description:
A facility reported that the product did not last as long as anticipated on 4 patients. No patient identifiers were provided for any of the affected patients. No outcomes were provided for any of the affected patients.

Manufacturer narrative:
Evaluation summary: analysis of the returned product by gas chromatograph (gc) showed that the product met purity specification and that no unusual peaks were seen compared to the original gc. A check of the batch production records showed that the original gc analysis met purity specification. There have been no other reports involving this lot number. No conclusion can be drawn. (B) (4).